Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv was unable to prime. The following information was provided by the initial reporter:material no: 2426-0007 batch no: unknown. It was reported that tubing failed to prime.

Manufacturer narrative:
It was reported that tubing failed to prime. Received one used secondary set model 2426-0007 lot unknown, taped and coiled. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed one kink on the tubing (p/n 660132) below the drip chamber¿s outlet port (p/n 630-00362). Traces of clear fluid was observed within the drip chamber and passed the observed kink. Closer inspection of the kink did not observe any presence of excess solvent. No other anomalies or evidence of damage were observed upon initial visual inspection. Functional testing was performed by attaching the set to one lab IV bag filled with blue dye water. One 18 gauge cannula was attached to the set¿s male luer. The set initially reprimed slowly via gravity and after the tubing kink was massaged to its normal tubing state, the set reprimed successfully with no flow issues. The set was then attached to a lab primary set and loaded into a lab pump module for a secondary infusion. The infusion was programmed at a rate of 100ml/h and vtbi of 100ml. The infusion completed with no alarms, occlusions, or any issues. The set was pressure tested while submerged underwater (per dir #10000339917 ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No occlusions or anomalies were observed. Equipment used (measurement and testing performed on (B)(6) 2020) air pressure regulator with pressure gauge, eq00138, calibration due date: (B)(6) 2020. 8015 alaris pcu 1.5, eq08330, calibration due date: (B)(6) 2021. 8100 alaris system lvp, eq08327, calibration due date: (B)(6) 2020. A device history record could not be performed due to no lot number was provided by the customer. The customer¿s report that tubing failed to prime was confirmed as received due to a cosmetic tubing kink below the drip chamber. The root cause of the kinked tubing below the drip chamber was identified as the packaging/coiling method during packaging.

Event description:
It was reported that as lvp 20d 3ss cv was unable to prime. The following information was provided by the initial reporter:material no: 2426-0007 batch no: unknown. It was reported that tubing failed to prime.